Event description:
After the "over temp" message alarmed, the water pump began making excessive noise. Upon inspection, it was noted that the bearing in the pump motor had broken loose allowing the shaft to wander. There were no incidents involving 2 different devices. Add'l event date shown of 2/16/94.